Manufacturer narrative:
Associated mdrs for this event: 3025141-2016-00268: plate.

Event description:
Screws in a total wrist fusion plate broke post operatively when the patient fell onto their hand. The plate and screws were explanted.